Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a resolution clip device was used in the stomach during a clipping procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was unable to close on the tissue and was unable to get a good bite. Therefore; the clip fell off into the patient in an open state. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported issue of clip falls into the patient in an open state. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed.